Manufacturer narrative:
The customer reported that they did not agree with the shock advisory decision given by the device. The involved pt died, but the device was not stated as a factor in the pt outcome. A f/u report will be submitted after philips obtains more info about this event.

Event description:
The customer reported that they did not agree with the shock advisory decision given by the device. The involved pt died, but the device was not stated as a factor in the pt outcome.